Event description:
It was reported that during surgical preparation, there was a hair in the package. There was no patient involvement or impact. Due diligence information complete. No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 : (B)(6). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided as packaging was conforming and met specification.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided as packaging was conforming and met specification.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign = japan the investigation is complete. This is an initial final report submission. The device was returned opened but unused in the original tyvek tray. Visual inspection confirmed there was a long dark hair wrapped around the gray cord of the pulsavac. The debris exceeds the allowable debris in packaging limit. Packaging is non-conforming. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to the manufacturing process. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a surgical preparation there was a hair in the package. There was no patient involvement or impact. Due diligence information complete. No additional information available. During device evaluation it was found that the debris exceeds the allowable debris in packaging limit. Packaging is non-conforming. No adverse events were reported as a result of this malfunction.